Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis investigation found a broken pitch cable at the distal clevis hub of the instrument. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the jaw piece at the end of the pk dissecting forceps instrument was broken. The broken piece flops around and it was not completely separated. On (B)(6) 2015, intuitive surgical inc., (isi) contacted the site to request additional information regarding the reported event; however, the customer was unable to provide additional details of the reported complaint. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.